Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash under the front of the lifevest garment where the garment closes and in the middle of the back. The rash was described as red and with no broken skin. The patient reported using an over-the-counter gold bond cream and removing the lifevest. The patient's doctor recommended ending use of the device. The patient reported that the rash was better.